Event description:
Additional information later reported the patient¿s pump was explanted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a device pocket infection. The patient went to the ER (emergency room) this past weekend with a pus filled pump pocket with additional symptoms of drainage/incisional wound opening. Pump explant was planned. The device system was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709 lot# j0039997r, implanted: 2000 (B)(6); product type catheter (B)(4) .